Event description:
It was reported the patient presented in clinic post implant procedure. During interrogation, it was discovered the leadless pacemaker (lp) was oversensing far r-waves that resulting in pacing inhibition and diagnostics did not correlate with the rates or amounts of pacing spikes from the previous night. Programming changes were implemented. The patient was in stable condition.